Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to confirm a compromised force system sensor alarm due to motor error alarm. Pump passed displacement, self and restart error tests. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread,cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.